Event description:
It was reported that the 980 ventilator was making a noise. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found the exhalation valve flow sensor (evq) to be damaged. The se replaced the evq and performed calibrations and extended self-testing on the device and all tests passed.